Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant the lead had poor fixation and dislodged. The lead was removed. A second lead was attempted, however, had unstable threshold. The lead was removed. A new lead was able to be implanted. No patient complications have been reported as a result of this event.